Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the package for a 6f 100 cm extra back-up (xb) 3.25 vista brite tip guiding catheter, flocculent material was found at the distal end of the catheter. A new unknown xb 3.25 catheter was used for treatment. There were no reported injuries to the patient. This was during a coronary interventional procedure. The product was stored and prepared according to the instructions for use (IFU). There was no difficulty during removal. The device was not flushed, and no contrast agent or similar substances were used. Before opening the package, the outer packaging was not damaged. The operator had received training on the use of the device. Additional details were requested but were not provided. The device will be returned for evaluation.